Event description:
It was reported to boston scientific corporation that an endostat footswitch was used. According to the complainant, the cable on the footswitch got frayed. It is unknown if this occurred during a procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the footswitch had a frayed cable. The footswitch appeared to function properly. Electrical evaluation was performed and the device was able to function properly in both power and irrigation modes. The complaint was confirmed. The cable of the footswitch likely got frayed due to long or extended use. Therefore, the most probable root cause of the identified failure is wear and tear. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. Reported event: footswitch switch cable frayed. The complaint device has been received; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat footswitch was used. According to the complainant, the cable on the footswitch got frayed. It is unknown if this occurred during a procedure.